Event description:
A malfunction on the pump was reported, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted with the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appears again and acknowledged the instructions.